Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed that the angulation of the bending section of the subject device was locked in down direction. In addition, it was confirmed that the coil pipe which covers the angle wire was deformed at two locations. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). As a result of evaluation by (B)(4), the bending section meandered when the bending section of the device was angulated. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the distal end of the subject device was locked while bending and unable to be straighten fully within the patient during a stone removal procedure with laser for the stone located in a lower renal calix. When the user facility finished the 1/3 of the procedure, they noticed under x-ray a strong crack in the distal end of the device and about 4 cm of the distal end turned opposite. The user facility withdrew the device from the patient together with an access sheath. The user facility cancelled the procedure. There was no report of patient injury associated with the event. The patient was reportedly going well the next day after the procedure.